Manufacturer narrative:
On 11-jan-2016, an fse visited the customer to address the reported event. During the visit the fse replaced the spmd board, verified the alignments, ran daily maintenance, patient samples, and tpo calibrations with no errors. The aia-2000 is functioning as intended with all errors cleared. There was no further action required by fse. The most probable cause of the reported event was a clog sensitivity adjustment. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 4041 sorter y-axis home detection failure on the aia-2000 analyzer. The customer reports the pick up arm is not homeing or moving. The customer has tried to troubleshoot with all set home and version up but the error persists. The customer is unable to run fsh, prl, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prl, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.